Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("malposition of essure device location of device/migration of essure device location of device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2010: patient underwent essure confirmation test. Results:migration of essure device. I got ovarian cysts that ruptured. Previously administered products included: depo-provera. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion medically important), ovarian cyst ruptured ("I got ovarian cysts that ruptured"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cyst ("other injury(ies) or complication: cysts"), arthralgia ("left hip/thigh pain") and pain in extremity ("left hip/thigh pain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, ovarian cyst ruptured, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6) 2010. Had your contraceptive essure implanted in phoenix,az in 2010 I had since had a coil migrate twice now and I was told these don't migrate or puncture organs so I need them removed. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-sep-2019: pfs received: new events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain and general ¿abnormal bleeding were added. Reporter information, essure indication (amended) was added. 25-nov-2019: plaintiff fact sheet was received. Reporter information were added. Reporter causality comment were added. 27-mar-2020: pif received. No new significant information was added. 01-jun-2022: rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device/migration of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2010: patient underwent essure confirmation test. Results:migration of essure device. I got ovarian cysts that ruptured. Previously administered products included for an unreported indication: depo. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), ovarian cyst ruptured ("I got ovarian cysts that ruptured"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cyst ("other injury(ies) or complication: cysts"), arthralgia ("left hip/thigh pain") and pain in extremity ("left hip/thigh pain"). Essure treatment was not changed. At the time of the report, the device dislocation, ovarian cyst ruptured, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, cyst, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, ovarian cyst ruptured, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010 had your contraceptive essure implanted in phoenix,az in 2010 I had since had a coil migrate twice now and I was told these don't migrate or puncture organs so I need them removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device/migration of essure device location of device'), ovarian cyst ruptured ('I got ovarian cysts that ruptured') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2010: patient underwent essure confirmation test. Results:migration of essure device. I got ovarian cysts that ruptured. Previously administered products included for an unreported indication: depo. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cyst ("other injury(ies) or complication: cysts"), arthralgia ("left hip/thigh pain") and pain in extremity ("left hip/thigh pain"). Essure treatment was not changed. At the time of the report, the device dislocation, ovarian cyst ruptured, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cyst, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst ruptured, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain and general ¿abnormal bleeding were added. Reporter information, essure indication (amended) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("malposition of essure device location of device/migration of essure device location of device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2010: patient underwent essure confirmation test. Results:migration of essure device. I got ovarian cysts that ruptured. Previously administered products included: depo-provera. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), ovarian cyst ruptured ("I got ovarian cysts that ruptured"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cyst ("other injury(ies) or complication: cysts"), arthralgia ("left hip/thigh pain") and pain in extremity ("left hip/thigh pain"). The patient was treated with surgery (to remove surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, ovarian cyst ruptured, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6) 2010, (B)(6) 2010. Had your contraceptive essure implanted in phoenix,az in 2010 I had since had a coil migrate twice now and I was told these don't migrate or puncture organs so I need them removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: after company internal review the annex f 1903 was added and f12 was added either. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("malposition of essure device location of device/migration of essure device location of device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, pelvic pain, parity 2 and gravida ii. On (B)(6) 2010: patient underwent essure confirmation test. Results:migration of essure device. I got ovarian cysts that ruptured. Previously administered products included: . On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), ovarian cyst ruptured ("I got ovarian cysts that ruptured"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cyst ("other injury(ies) or complication: cysts"), arthralgia ("left hip/thigh pain") and pain in extremity ("left hip/thigh pain"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, ovarian cyst ruptured, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010, and (B)(6) 2010. Contraceptive essure implanted in 2010. A coil migrate twice now and she was told these don't migrate or puncture organs so she need them removed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: fallopian tube, right, salpingectomy: fallopian tube with no diagnostic alteration. B) fallopian tube, left, salpingectomy: fallopian tube with benign paratubal cyst. Gross description: a) right fallopian tube: there is a coiled metallic wire within the proximal portion of the fallopian tube measuring 2.6 cm in length with a diameter of 0.1 cm. Left fallopian tube: additionally, the proximal aspect of the fallopian tube appears to have a metallic wire within just as in specimen a. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device/migration of essure device location of device') and ovarian cyst ruptured ('I got ovarian cysts that ruptured') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010: patient underwent essure confirmation test. Results: migration of essure device. I got ovarian cysts that ruptured. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cyst ("other injury(ies) or complication: cysts"), abdominal pain ("abdomen pain"), back pain ("back pain"), arthralgia ("left hip/thigh pain") and pain in extremity ("left hip/thigh pain"). Essure treatment was not changed. At the time of the report, the device dislocation, ovarian cyst ruptured, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cyst, abdominal pain, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cyst, device dislocation, menorrhagia, ovarian cyst ruptured, pain in extremity, urinary tract disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: plaintiff fact sheet received. New events: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device/migration of essure device location of device, bladder or urinary problems or changes, cysts, pain: abdomen pain, back pain, left hip/thigh pain, got ovarian cysts that ruptured were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.